Event description:
The following events were noted during a retrospective study review (between (B)(6) 2010 to (B)(6) 2011 - group 1, and (B)(6) 2008 to (B)(6) 2009 - group 2). The hospital database was searched and the outcomes of group 1, 186 common femoral arteries (cfas) = 103 patients, were studied to identify the factors that predict success in percutaneous access with large vessel closure (pevr) in patients undergoing infra-renal abdominal endovascular aneurysm repair (evr), fenestrated endovascular aneurysm repair (fevr) and thoracic endovascular aortic repairs (tevr) using percutaneous access and the prostar xl device. The study compared procedural and post-operative outcomes of the patients where prostar xl devices were used via pre-close technique in group 1 for vessel closure and patients who underwent evr, fevr and tevr using conventional open femoral access group 2. Group 2 consisted of 208 cfas = 111 patients. Technical success was defined as freedom from additional interventions to the access site, either intraoperatively or within 30 days post-operatively.

Manufacturer narrative:
(B)(4). The devices were discarded. Not achieving successful closure, and presence of a postoperative pseudoaneurysm, as reported, can be influenced by numerous factors that include, but are not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, suture lots used in prostar xl device lots undergo testing for thickness, tensile strength and visual appearance. During manufacturing, each device is inspected for frayed sutures. At final inspection, all prostar xl devices are inspected for cuts in the sutures and are nearly fully deployed during suture and needle verification. Additionally, a sample of finished devices is taken from each lot and verified for ability to completely functionally deployment and are destructively tested. The complaint information did not report any abnormal user technique or deviation from the prostar xl instructions for use. Specific conditions of the patients associated with unsuccessful closures and the postoperative pseudoaneurysm were not reported. However, it was reported that common femoral artery calcification was present in certain patients who underwent prostar arteriotomy closure. The prostar xl instructions for use states: the safety and effectiveness of the prostar xl 10f system has not been established in patients with common femoral artery calcium which is fluoroscopically visible at access site. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported unsuccessful closures, pseudoaneurysm, and associated patient effects could not be determined; however, presence of femoral artery calcification in several of the patients and scarred tissue in the study pool may have been a contributing factor. Review of the device history record and a query of the complaint handling database could not be performed because the lot numbers were not provided and the devices were not available for analysis; however, there does not appear to be any indication of a product quality deficiency. Article: unselected percutaneous access with large vessel closure for endovascular aortic surgery: experience and predictors of technical success. Authors: m.j. Metcalfe, j.r.w. Brownrigg, s.a. Black, t. Loosemore, i.m. Loftus, m.m. Thompson. Institution: st george's vascular institute, 4th floor, st james wing, st george's healthcare nhs trust, london, sw17 0qt, UK.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. For group 1, percutaneous access was technically successful in 177/186 cfas (95.2%). Where a small bleed continued, external pressure was applied over the puncture site for 10 minutes to ensure hemostasis. Immediate conversion to an open femoral artery cutdown following attempted percutaneous access was required for 8/186 (4.3%) cfas. Where bleeding continued following sheath removal and a period of manual compression, a size 6 fr catheter was advanced over the guide wire into the lumen, inflated and pulled back until bleeding was controlled. A longitudinal open cutdown directly on to the cfa along the line of the 6fr catheter was then performed. The arteriotomy was then closed with 5.0 prolene sutures. Postoperative duplex us identified one femoral artery pseudoaneurysm which required thrombin injection, representing the only postoperative complication in the percutaneous access group. Local reinterventions in the prostar xl group was provided as 4.8% and local complications as 4.8%. A secondary analysis to determine predictors of technical success for percutaneous access was done, outcomes following the insertion of 57 consecutive stent grafts using 103 femoral access sites were examined. The technical success rate for percutaneous access was 89% (81/91). Amongst the cohort treated percutaneously (n=49), 10 were obese (bmi equal or greater than 30), 5 had groin scarring and 5 cfas had calcification of greater than 20% of the anterior cfa wall. The access-related complication rate of pevr in the established literature was around 4.5%. Closure with the prostar xl was associated with reduced local postoperative complications, reduced operation length and reduced hospital stay. Operator experience was a predictor of technical success for pevr, irrespective of clinical and morphological characteristics at baseline. The percentage indicated for experienced surgeon was 44.4%. No additional information was provided. Estimated date - occurring from (B)(6) 2008/(B)(6) 2009 and (B)(6) 2010/(B)(6) 2011. Guide wire: standard wire, amplatz wire. Sheath: 5 fr. Aortic stent grafts: cook (zenith), endurant and valiant (medtronic). Other: 16g needle. The devices were discarded. The lot numbers were not provided. A follow-up report will be submitted with all additional relevant information.